Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. A DHR review is not required as the serial number is unknown. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that frostbite occurred while using the arctic sun device. It was unknown what medical intervention was provided. Per follow up information received via task on 13oct2025, the batch number of the affected product was unknown, the number of occurrences was 1. No sample available. The medication provided for the frostbite was unknown. Per follow up information received via task on 23oct2025, information from medical professionals, two cases of frostbite were reported. The plastic surgeon diagnosed frostbite, so it was definitely frostbite and did not remember the severity or treatment but thought it was mild. This actually happened two years ago. It has not happened since the minimum water temperature setting was changed. Regarding the causal relationship with the equipment (arctic sun, gel pads), it was believed that frostbite occurs because the minimum water temperature was 4°c. The gel pads were left on for 72 hours at the time (no skin observations and few position changes). There were no abnormalities with the gel pads or the arctic sun itself. Regarding whether there was a problem with the way the equipment was used on-site, they believe the minimum limit of 4°c should have been changed. The setting has now been changed to 11°c. Although this was a matter for another nursing department, skin observations should have been conducted. A product study session was held. The purpose of the session was to focus on pad management and to address skin problems. After the study session, the hospital decided to conduct skin observations (removing the bandage slightly and reapplying it) every four hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that frostbite occurred while using the arctic sun device. It was unknown what medical intervention was provided.